Manufacturer narrative:
The investigation is ongoing. The device has not been received.

Event description:
During the implant of a 29 mm sapien 3 valve in the aortic position via left subclavian approach, difficulty was encountered with the fine adjustment wheel. As reported, the esheath was successfully advanced to aortic arch through left subclavian. The delivery system and valve were advanced through the sheath successfully with the nose cone into the aorta and the valve crimped outside the esheath. A decision was made not to advance the system into the lv and proceeded with valve alignment at the top of the arch. There was minimal progress with the fine adjustment wheel after initial pull back to the white marker of the delivery system. The system was advanced further into the lv and the ascending aorta multiple attempts were made to pull the balloon into the valve with the fine adjustment wheel locked. The system was advanced further, manually pulling the balloon into the valve and using the fine adjustment wheel to align the valve to a satisfactory position. The valve was positioned across the native annulus and deployment was initiated. The valve was adjusted on the balloon toward the aorta and the balloon "watermelon" seeded resulting in the valve ascending into the aorta partially deployed. In the subclavian there was no room to pull back and try to deploy with another balloon and the a decision was made to perform a sternotomy and transect the ascending aorta to retrieve the valve and balloon. The valve and balloon was successfully retrieved and proceeded with a surgical aortic valve repair using an edwards surgical valve. The patient was taken off bypass and is stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional information h.6 component codes, type of investigation and investigation findings. Corrected and added new information to h.6 investigation conclusion. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and revealed compression observed on the flex shaft, approximately 0.75'' from the flex tip, scuff marks were observed 1.5'' from the flex tip and minor flex tip gouges observed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for edwards commander delivery system, device preparation manual, procedural training manual, s3 commander subclavian-axillary procedural manual and no IFU/training deficiencies were identified. The s3 commander subclavian-axillary procedural manual provides guidance on valve delivery. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. S3 commander subclavian-axillary procedural manual provides guidance on tortuosity (degree and location). Sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage and left axillary approach limited to left subclavian takeoff angle ~ <90 degree from the aortic arch. Secondly, it provides guidance on valve alignment, crossing and pull back flex catheter. Retract the sheath while keeping the delivery system in place until the valve is exposed, perform valve alignment in straight section of the vasculature (not inside sheath), tapered tip of the delivery system will come back across the aortic valve into aorta, continue to track and cross without flexing and pull back flex catheter. Lastly, it provides guidance on delivery system and esheath removal. Assess if post dilation needed, retract the delivery system from the ascending aorta into the esheath, dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication, remove delivery system and esheath as single unit without torqueing while maintaining wire in place and do not reinsert esheath at any time during removal. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, ''there was minimal progress with the fine adjustment wheel after initial pull back to the white marker of the delivery system'' and ''there could have been some posterior/anterior angulation in the ascending.'' Additionally, per the provided patient imagery, there was some tortuosity in the ascending aorta. If tortuosity is present in the vasculature, it may be difficult to advance the thv over the balloon. Additionally, if thv alignment is performed at an angle (non-straight section of aorta), this can cause the thv to unseat from the flex tip (non-coaxial placement of valve in relation to the flex tip) during alignment and ''dive'' into the lumen of the flex tip, as evidenced by the observed flex tip gouges and compression on the flex shaft near the flex tip. If the thv is unseated during alignment, it can result in additional valve alignment forces. Additionally, per the provided procedural imagery, residual contrast was present in the balloon pumpkin during valve alignment. If the balloon profile is altered, it may be difficult to advance the thv over balloon, further contributing to tension observed in the system. The balloon profile may be affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' ''The valve adjusted on the balloon toward the aorta and ''watermelon'' seeded into the ascending aorta and partially deployed.'' Pra captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Performing valve alignment in a tortuous vasculature or non-straight section of the anatomy, or with an altered balloon profile caused during device preparation steps, can result in built-up tension in the system. It is likely that some tension was released during flex tip retraction causing the valve to be mispositioned prior to deployment. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the balloon to inflate distally resulting in asymmetric deployment where the valve moves toward the aorta during inflation. ''Since we were subclavian, there was no room to pull back'' and ''the valve remained on the delivery system and was removed during the surgical repair through the ascending aorta.'' Retrieving a partially expanded valve can lead to retrieval difficulties as the valve has a larger profile that can catch on the sheath. Additionally, access vessel tortuosity can cause non-coaxial retrieval of the delivery system, further contributing to withdrawal difficulty. A definite root cause is unable to be determined. However, available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in non-straight section, altered balloon profile and withdrawal of partially expanded valve non-coaxial withdrawal) contributed to the reported event. In this case, a unspecified vascular injury occurred and was possibly due to procedural factors (device manipulation and device withdrawal difficulty) that may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with valve movement on the balloon. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. To address the issue, a corrective action preventative action (CAPA) was initiated to document the investigation and drive corrective/preventive actions as appropriate. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. Global refresher training was provided, emphasizing steps to reduce tension in the system that can lead to valve movement.